Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter." (B)(4). S/w 4.10e. The unit did not have a battery installed when received. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08700 inches. Unit uploaded properly using carelink. Unit had minor scratched display window, scratched case, pillowing keypad overlay and cracked retainer. Data analysis: (date of customer passing: (B)(6) 2019.) On (B)(6) 2019 dailytotalofallinsulindelivered = 98.65. On (B)(6) 2019 dailytotalofallinsulindelivered = 101.5. On (B)(6) 2019 dailytotalofallinsulindelivered = 79.475. On (B)(6) 2019 dailytotalofallinsulindelivered = 87.825. On (B)(6) 2019 dailytotalofallinsulindelivered = 87.95. On (B)(6) 2019 dailytotalofallinsulindelivered = 93.3. On (B)(6) 2019 dailytotalofallinsulindelivered = 33.025.

Event description:
The customer's father reported via phone call that the customer had passed away on (B)(6) 2019. The cause of the death was heart attack. The insulin pump was worn at the time of passing. The insulin pump will be returned for analysis.